Event description:
It is reported that the device was implanted in 2003. Post-op x-ray shows that the taper plug has disassociated from the baseplate in the pt's tibia. Baseplate had been cemented in place, so device remains implanted.

Manufacturer narrative:
Evaluation summary: no product returned with per for evaluation because the device is still implanted. It is possible that the taper plug was not properly impacted/seated to the tibia plate and upon impaction while putting the tibial plate onto the bone, it loosened and got detached from the tibia plate. However, the cause of the problem could not be definitively determined. To address the issue of proper taper plug seating, a field communication was released in january 2008, for proper assembly technique. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.